Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement. Pump powered up properly after battery installation. No blank display noted. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level was 400mg/dl as well as insulin pump had a blank display. Troubleshooting was performed and the display did not return. The insulin pump will be returned for analysis.